Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. Cracks to the display window, battery tube threads, reservoir tube, reservoir tube lip and a scratched lcd window also noted.

Event description:
It was reported that the customer had high blood glucose and the insulin pump was alarming, squirting the insulin out during rewind/ prime process and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.